Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device could not be interrogated. A different programmer was used, and the device was able to be interrogated successfully. No further information is available.